Event description:
A doctor of ophthalmology reported that approximately two years following glaucoma filtration device implant procedure, the device touched to the iris. There is no harm to the patient and the device remains implanted. Additional information was requested.

Manufacturer narrative:
Evaluation summary: no sample was returned as the device remains implanted, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to approved release criteria. There was no harm caused by this problem to the patient. The shunt has remained in the eye. Because a sample was not returned, the root cause cannot be determined. The surgeon was unwilling to provide further information. (B)(4).